Event description:
This lead was explanted due to possible crush which resulted in oversensing and inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis revealed the presence of insulation damages. In particular the insulation was found rubbed through at the proximal part of the lead as well as in the region of the tricuspid valve. These insulation damages can be considered as the root cause for the observed oversensing issue, as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing, as well as between the lead and the tricuspid valve. The cuttings of the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.